Manufacturer narrative:
The manufacturer has requested the treatment date files related to the reported event, but they were not available. Furhter investigation has shown that the treatment continued on the same machine without incident, after a compensation of the flow rates. After completion of the treatment, staff tried but was unable to duplicate the reported condition. There were no clinical consequences or blood loss for the pt reported as a result of the reported event.